Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a routine follow up procedure. The imaging showed that the closure device had significantly shifted proximally. The physician decided that the patient needed to undergo surgery to remove the device from the patient. Six (6) days later the patient underwent open heart surgery where the closure device was successfully removed from the patient. The laa of the patient was surgically closed during the procedure. No other complications were reported to have occurred, and the patient is expected to make a full recovery.

Event description:
It was reported that the closure device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a routine follow up procedure. The imaging showed that the closure device had significantly shifted proximally. The physician decided that the patient needed to undergo surgery to remove the device from the patient. Six (6) days later the patient underwent open heart surgery where the closure device was successfully removed from the patient. The laa of the patient was surgically closed during the procedure. No other complications were reported to have occurred, and the patient is expected to make a full recovery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was not returned; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and does not require further review by either bsc medical safety or watchman medical media smes. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310, batch # 0037098099. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (hospitalization) and device explant. Risk review: a risk review was completed and confirmed that the events of implant movement/shift and device explant were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.